Event description:
Pt presented to ER 6/2004 w/ complaint chest pain. Hx of congestive heart failure. Connected to monitor. "Admit" button not pushed, therefore signal not transmitted to observation tech & alarms not activated. On the following day, pt found without pulse or respirations. No alarms sounded.